Manufacturer narrative:
Date of event: unknown. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8250928, medical device expiration date: 2021-08-31, device manufacture date: 2018-10-03. Medical device lot #: 8226712, medical device expiration date: 2021-07-31, device manufacture date: 2018-09-24. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd connecta¿ stopcock had an issue with leakage.

Event description:
It was reported that during use of the bd connecta¿ stopcock had an issue with leakage.

Manufacturer narrative:
Investigation: a device history review was conducted for lot numbers 8250928 / 8226712 / 8254691. Our records show trend in this product family have recently been occurring, and affects one or more of these lots. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the samples returned to our facility were subjected to leakage testing. The results of these tests did not show signs of leakage; visual evaluation of the device was similarly unable to identify any non-conformances. Unfortunately without the ability to duplicate the reported failure mode, the root cause for this complaint could not be determined at the conclusion of our review.